Manufacturer narrative:
Model # and UDI# are not unavailable. Device manufacturing date is not unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station (mvs) would not turn on. Manufacturer representative attempted alternative outlet, replaced fuses f10, f11, and f12, however, the issue persisted. Another outlet was attempted and issue resolved. There was no delay to procedure nor impact to patient.